Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during occlusion test, due to protruded/loose drive support disk. No unexpected motor movement or popping out was noted. Further functional testing could not be performed, due to alarm.the device was received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.(B)(4)

Event description:
The customer called and reported the insulin pump motor was popping out and moving around. Customer stated the drive support cap was sticking out. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.